Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo and two physical samples were provided to our quality team for investigation. Through visual inspection, the stopper is observed to be incorrectly assembled onto the plunger rod. There was no damage or defect observed within the samples that could have contributed to the reported incident. A device history review was performed for reported lots 2405096 and 2403037, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Retained samples of the reported lots were used for additional evaluation. All products were inspected, verifying that all stoppers were properly assembled onto the plunger rod. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers. No incidents were found with the detection system during the manufacturing of this lot. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. It is likely a failure in detection or rejection system prevented the product from being properly discarded. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional batch reported: batch: 2405096. Batch creation date: 2024-05-27. Batch expiration date: 2029-04-30.

Event description:
Please find enclosed a materiovigilance declaration for 2 identical quality defects on the same product. In anticipation of any questions: - no, we did not dislodge the plunger from the barrel before use. - no, the defect did not appear during use, it was present: detected before (mata24-166) or during use (mata24-167); - and no, these syringes were not used or introduced in a few odd situations: they were used for the preparation of medication: they were connected to a spike or to the tubing of a parenteral nutrition machine, with luer lock connectors. 2 quality defects observed on two different days and in two different departments: the black elastomer seal is deformed (see photo) and no longer watertight. Case 1: syringe not used in the first case, as it was detected before use. 2 quality defects observed on two different days and in two different departments: the black elastomer seal is deformed (see photo) and no longer watertight. 2nd case: preparation started with drug sampling, and prepration stopped. Syringe replaced. 2 different batch numbers, but the quality defect was only detected on 1 unit each time. The device has been preserved and is available for appraisal.